Manufacturer narrative:
Corrected information: d9. Additional information: b5 and h6 (annex f). H3: device available for evaluation = not returned to the manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 02dec2025. Per the reporter, the procedure was performed in a patient room by an internist. The separated portion of the device was removed in the interventional radiology (ir) department. No additional adverse effects have been reported.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a micropuncture transitionless access set's wire unraveled and separated. Per the reporter, part of the wire was left in the patient, requiring a trip to interventional radiology. Additional information has been requested.

Manufacturer narrative:
Summary of event: as reported, a micropuncture transitionless access set's wire unraveled and separated. Per the reporter, part of the wire was left in the patient, requiring a trip to interventional radiology. Additional information received on 02dec2025. Per the reporter, the procedure was performed in a patient room by an internist. The separated portion of the device was removed in the interventional radiology (ir) department. No additional adverse effects have been reported. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record and complaint history found no relevant discrepancies or additional complaints on the final or sub-assembly lots. The product IFU cautions ¿withdraw or manipulation of the distal spring coil portion of the mandril wire guide through a needle tip may result in breakage.¿ the IFU also cautions ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design, contributed to this event. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.